Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer had a closed circle on the pump. Customer's wife was able to rewind the pump after two attempts yesterday. Today, the pump alarmed over 4 times. Customer was not receiving insulin since yesterday and his blood glucose levels are high. Customer's wife declined troubleshooting for high blood glucose levels. Customer's blood glucose level was 416 mg/dl. Customer was advised to discontinue use of the pump and go to the back-up plan. Customer was assisted with clearing the alarm. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.